Event description:
It was reported that the customer had a no delivery alarms on insulin pump. The customer's blood glucose level was unknown. The customer was able to clear the occlusion successfully and bolus for his current high blood glucose without alarm. The customer was able to treated his high blood glucose using the insulin pump. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).